Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system would not display an image. This is a loss of live image, which makes the system unusable. There is no report of injury or death associated with the event described in this complaint.